Event description:
It was reported that the titanium intraline broke at the anchor. The wedge anchor broke at the window during a pectoralis major repair.

Manufacturer narrative:
Add'l info will be provided once investigation is completed.